Manufacturer narrative:
Device evaluation the pacific-plus pta catheter was returned loosely coiled within a plastic pouch with ziploc closure in the original box. The catheter was received in a post-inflated profile, (e.g. Not tightly wrapped or winged). A kink in the catheter was noted just distal of the manifold¿s green strain relief. Since the complaint is for leak between the inflation lumen and guidewire lumen the guidewire lumen was not flushed. A 0.018¿ guidewire was loaded with ease through the distal tip, navigated past the kink and out the proximal hub with ease. Crystalline residue was noted in the post-inflated profile balloon chamber. A 10cc water filled syringe was attached to the y-manifold inflation lumen luer lock. The balloon chamber was inflated, and a meniscus of clear fluid was noted in the manifold guidewire lumen hub. An inflation device was attached to the inflation lumen luer lock of the y-manifold and the catheter was inflated to its rated burst pressure of 14 atm; clear fluid was observed exiting the proximal hub of the y-manifold. The fluid leaving the hub confirms communication between the inflation lumen and the guidewire lumen. The y-manifold green strain relief was removed to allow further examination of the manifold and its adhesive bonds. A void in the adhesive bond between the manifold and the catheter was noted. A 10cc water filled syringe with sanguine colored food dye was attached to the inflation lumen luer lock and the balloon chamber was inflated, (photo 18-19). A 20cc water filled inflation device was attached to the y-manifold and the balloon chamber was inflated past its rated burst pressure of 14 atm to 16 atm. Within less than 30 seconds the pressure had fell to approximately 13 atm. The 0.018¿ guidewire was removed from the catheter with ease. The distal tip of the pacific-plus catheter was packed tightly with ¿plumber¿s putty¿ to seal the distal tip of the catheter¿s guidewire lumen. A 3cc air filled syringe was attached to the y-manifold proximal hub and pressurized. The pressure was able to be maintained. A vacuum was able to be pulled. Communication between the lumens could not be confirmed by the presence of air bubbles. The location of the communication between the lumens could not be located. During the testing to locate where the lumens were in communication the outer sheath of the inflation lumen breached at a kink just distal to the y-manifold. No further testing could be conducted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a pacific plus to treat the superficial femoral artery. The physician reported balloon inflation difficulties and internal balloon rupture. During inflation, with an inflation device, the balloon deflated by itself and leakage of contrast from the hub was observed. More information to follow. No patient injury was reported.

Manufacturer narrative:
Film analysis: a 16 second video was provided for analysis. The video shows an inflation device attached the pacific plus inflation lumen and a guidewire extending out of the proximal hub. When the inflation device was pressurized clear fluid was observed dripping out the proximal hub. The presence of fluid leaking from the hub confirms communication between the inflation lumen and the guidewire lumen. If information is provided in the future, a supplemental report will be issued.